Manufacturer narrative:
The company rep observed that the screen and the keyboard did not light up and the iabp did not initialize the boot process. He checked all connections. The company rep replaced the power supply (part number 0014-00-0033e05) to troubleshoot the problem resulting in the unit booting up. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the unit did not initialize the boot up process or power on. No patient was involved.